Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a notification on august 4th, 2020 that a customer filed a vigilance report that the monitor failed to audible alarm following a power cut or disconnect video/ sound cable. No patient injury reported.

Manufacturer narrative:
Engineer investigation of the audio/video interference has confirmed that this is isolated event, a failed component, there has not been a repeated occurrence. Spacelabs service engineer went onsite and tested all products referenced in the reported event, in accordance with the performance test listed in the service manual. Engineer replaced video cables that were loose. This investigation is considered closed.